Event description:
When they sent to deploy the stent, something snapped and the stent and it would not deploy.a second device was opened from lot number 20e9654h0he641 and the very same difficulty occurred as something snapped and the physician was unable to deploy the stent. A third est2010f was opened and used to complete the intended procedure successfully. This case is linked to a previous reported case (MDR registration number: 3003902943-2021-00046). This stent deployment case being reported was used with a stent that was previously reported for another case.

Manufacturer narrative:
It was reported that the stent would not deploy. As a result of analysis of returned device, the outer sheath was detached and stent was loaded. There was curve on the stent loaded part of the outer sheath, and deployment was tried without pressure and it deployed well. In the inner sheath, notable kinking was not observed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Based on the deployment success under the no pressure, it is considered that delivery system was pressured due to patient's lesion during the procedure and deployment was tried in that situation. It was hard to deploy due to pressure/curved sheath, in which concentrated the force causing strong resistance and the outer sheath was detached in the end, resulting in deployment failure. This complaint is assumed that it occurred due to the pressure of the patient's lesion, there will be continued monitoring of the same or similar customer complaints.

Manufacturer narrative:
It was reported that the stent would not deploy. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
When they sent to deploy the stent, something snapped and the stent and it would not deploy. A second device was opened from lot number 20e9654h0he641 and the very same difficulty occurred as something snapped and the physician was unable to deploy the stent. A third est2010f was opened and used to complete the intended procedure successfully. This case is linked to a previous reported case (MDR registration number: 3003902943-2021-00046). This stent deployment case being reported was used with a stent that was previously reported for another case.